Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported sheath split/thumb advancer issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The safety release mechanism was not activated for device removal. Per the instructions for use: slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional superficial femoral artery dilatation cross- over procedure. Reportedly, resistance was felt during starclose se sheath splitting. The starclose se sheath did not completely split. The starclose se clip was not deployed. The safety release mechanism was not used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.